Event description:
Intermittent undersensing on atrial lead (p-waves measure 0.1mv and sensitivity is programmed 0.15mv). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).